Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range pace impedances of greater than 2000 ohms. The patient was brought in for further evaluation as the health care professional believed the lead was also exhibiting loss of capture. The patient was in complete heart block and is dependent on therapy. An x-ray was performed and the lead was found to be fractured in the pocket area. The rv lead was then explanted and replaced. The patient mentioned they were feeling shortness of breath and after the revision, that was resolved. No additional adverse patient effects were reported.